Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 end was broken when removed from box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Char and tissue were observed on the jaws. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the base and tip of the hot jaw. The silicon on the cold jaw was observed to be peeled at the tip of the cold jaw, remained attached at the base. Based on the returned condition of the device the reported complaint was confirmed for ¿bent wire,¿ and the analyzed failure ¿peeled silicone insulation.¿ specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Char and tissue were observed on the jaws. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the base and tip of the hot jaw. The silicon on the cold jaw was observed to be peeled at the tip of the cold jaw, remained attached at the base. Based on the returned condition of the device the reported complaint was confirmed for ¿bent wire,¿ and the analyzed failure ¿peeled silicone insulation.¿ specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 end was broken when removed from box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.